Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that 20 polyflux 210h dialyzers were observed to be "damaged and leaking" prior to use for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed the dialyzer header area with the dialysate port. Residual polyurethane (pur) was visible inside the port. There was no visible pur residue on the sealing surface of the port. Visual inspection of the actual sample with the naked eye showed the product dry and unused, inside the opened original packaging. Pur residue was confirmed to be present inside the dialysate connector. No residue was observed on the sealing surface of the connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The presence of the pur residue/film does not represent damage to the product or contribute to fluid leakage during use. The residue is remnant of the manufacturing potting process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: 20 devices were received for evaluation. Visual inspection of the 20 actual samples with the naked eye showed the product dry and unused, inside the opened original packaging. Polyurethane (pur) residue was observed to be present inside the dialysate connectors. Residual pur was also found on the sealing surface of the dialysate connector of two products, which were not detected and rejected during the 100% visual inspection process. For the other 18 samples, no pur residues were found on the sealing surface of the connectors. The presence of the pur residue/film inside the device dialysate port does not cause fluid leakage during use. The residue is an expected byproduct of the manufacturing potting process. Should additional relevant information become available, a supplemental report will be submitted.